Event description:
The target lesion was the proximal left anterior descending (lad). The lesion was an in-stent restenosis of a previously implanted cypher stent (details unk). The restenosis was at the proximal edge of the cypher stent. The vessel was highly calcified but no tortuous. There was 90% stenosis. While inflating a 3.0 x 18mm cypher stent at 10 atm at the target lesion, the balloon ruptured. Therefore, post-dilation was conducted with a 3.0 x 15mm mercury balloon and the stent was implanted overlapping the proximal edge of the restenosed cypher stent at the target lesion. There was no reported patient injury. The product will be returned for analysis. Physician's comment: the balloon rupture probably occurred due to the high calcification of the vessel.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.